Event description:
Additional information received reported the patient received assistance from their healthcare provider and their concerns were resolved. It was stated the "right" unit was removed. About ten days later, it was reported that perioperative antibiotics were administered. The patient's symptoms included, fever, redness, swelling, drainage, and pain. The organism cultured at the device pocket was a staph aureus. Oral antibiotics were given and the patient outcome was listed as "ongoing." It was noted the patient had diabetes as well, which was considered a risk factor.

Event description:
It was reported that the implantable neurostimulator (ins) pocket site was "inflamed, sore, and warm to the touch." It was later reported from the patient had an infection. It was stated that an incision and drainage of right pocket was performed approximately on (B)(6) 2013. It was noted that there were no hospitalizations. The healthcare provider reportedly planned to remove the right ins. A supplemental report will be sent if additional information is received.

Manufacturer narrative:
Product ID, 3037 lot# serial# (B)(4), product type programmer, patient product ID, 3037 lot# serial# (B)(4), product type programmer, patient product ID, 3058 lot# serial# (B)(4), implanted: 2012 (B)(6), product type implantable neurostimulator product ID, 3889-33 lot# va027ml, implanted: 2012 (B)(6), product type lead product ID, 3889-33 lot# va027ml, implanted: 2012 (B)(6), product type lead (B)(4).

Manufacturer narrative:
(B)(4). Additional information received reasonably suggested the "right" sided device corresponded to the serial number reported on this report.